Event description:
Information received by lfs portugal. Entered by lfs milpitas. "Meter did not contain missing segments. Customer performed a test in 2002 at 24h15 with a result of 495. Customer repeated the test because it did not trust the result. The second test at 24h15 gave a hi message with call doctor. Customer called an ambulance and went to hospital where it was performed a lab test with the following result: 247. Test was performed at approx. 01h00 am. Customer contacted co today. Meter was replaced. Insulin treatment was changed accordingly to last meter results. However the first contact from customer was today due to the discrepancy between message on the meter and lab test result performed at hospital." No treatment given by emergency or at ER. Pt stayed until 4:30a.m at which time they left because they had waited for a doctor for 3 hours. Pt has a routine appointment with endocrinologist soon. On 2/2002 at 8:25pm took "18u humelim2" and ate dinner at 8:30pm. No other food before the event in 2002. Hard copy of case on file in ma.